Manufacturer narrative:
Investigation summary: as reported, during a follow-up dated september 4, 2023, atrial and ventricular impedance measures were within correct range (around 500 ohms) and stable. Ventricular sensing revealed an important decreased from 11 mv (follow-up dated 23 june 2022) to less than 5 mv and stable sensing measures on the atrial channel. Review of the data provided revealed that since (B)(6) 2023, noise was observed on both channels. On the atrial channel, non-physiological signals with a low amplitude and high frequency were observed impacting the baseline and on the ventricular channel, some discrete non-physiological signals with artefacts were detected. A field safety notice was issued on isoline leads in (B)(6) 2013 related to internal insulation breach and could explain the oversensing origin observed on the right ventricular channel. Observations from the strips stored in the device memory are suggestive of leads fatigues caused by intermittent contacts of the wires potentially combined with damage of the outer insulation. On (B)(6) 2023, the doctor decided to explant (and discard) the leads, so that none could be returned for investigation. Since no leads were returned and no additional files were available, no further investigation could be conducted to determine the root cause of the reported event.

Event description:
Reportedly, during a follow-up check on 2023-09-06 confirmed noise oversensing in the atrial and right ventricular leads. A decrease in rate was also seen on the ventricular side. The noise was also confirmed in the provided data dated 2023 (B)(6) re-intervention was performed the following day, 2023 (B)(6), and the atrial and right ventricular leads were replaced along with the crt-d. When the atrial lead was removed, part of the tip was abandoned in the body. The right ventricular lead and remaining atrial lead were discarded. The physician already fully understand that isoline is a product subject to fsn. The left ventricular lead continued to be used.

Event description:
Reportedly, during a follow-up check on (B)(6) 2023 confirmed noise oversensing in the atrial and right ventricular leads. A decrease in rate was also seen on the ventricular side. The noise was also confirmed in the provided data dated (B)(6) 2023 re-intervention was performed the following day, (B)(6) 2023, and the atrial and right ventricular leads were replaced along with the crt-d. When the atrial lead was removed, part of the tip was abandoned in the body. The right ventricular lead and remaining atrial lead were discarded. The physician already fully understand that isoline is a product subject to fsn. The left ventricular lead continued to be used.